Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. H3: one device was received for analysis. Service history review found no additional records found from previous 12 months. Review of the event history log found a syringe flange not in place error. The customer issue was confirmed in the device event log. Functional testing was performed where syringe testing of customer configuration/profile did not recognize the ear clip or barrel clamp sensors of 1ml syringe size but recognized 3ml and 50ml. The probable root cause of the issue was due to sensor misalignment and out of calibration. The issue was fixed by replacing and realigning the ear clip optocoupler and recalibrating syringe size. The device passed the power-up, plunger travel, occlusion, and flow accuracy testing after the repairs.

Event description:
The customer returned the product for syringe error, during device analysis, a syringe flange not in place error was identified. There was no patient involvement or harm.